Event description:
The pilot 200 was exchanged for a rotawire though the corsair microcatheter, and was externalized into the aorta. The snare was used to attempt grabbing of the rotawire, but before success, the radiolucent tip of the rotawire disconnected and dislodged from the rest of the wire. The fragment was found at the abdominal aorta and it was attempted to grab and retrieved with the snare, however, the fragment embolized distally to the left iliofemoral system. The original rotawire was then removed from the ebu and was replaced with a long whisper wire, which was inserted via the corsair and externalized through the ostial rca dissection. The whisper wire was inserted retrogradely into the jr4 guide and the cosair catheter was advanced into the jr4. The whisper was then exchanged for another rotawire, which was externalized via the right femoral artery jr4. Antegrade balloon dilation was then performed via the femoral jr4, over the rotawire with a 2.0x20mm semicompliant emerge balloon at 11 atm from distal to ostial rca.